Manufacturer narrative:
The pod arrived fully deployed. Rotational sensor abnormalities were observed. An 0x41 alarm was generated as a result of rotational malfunction, indicating rotational sensor maximum summed error table. 56 pulses were delivered across both priming sequences before deactivation. Contamination was observed on the commutator cap. Damage sustained to the pod prevented a rerun. Because the pod could not replicated the rotational malfunctions in a rerun, it could not be confirmed if the commutator cap contamination is the root cause of the rotational malfunctions and 0x41 alarm. It could not be determined when the needle mechanism deployed. As such, it could not be confirmed is the rotational malfunctions are the root cause of the reported event.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone lockdown cloud - omnipod 5 software app version 1.2.4 cloud - smartphone operating system n5004l-am-q-mv01602-06-01.06 cloud - smartphone hardware n5004l cloud - cgm sensor type unspecified.

Event description:
It was reported by the patient that the pod's needle did not deploy indicating a needle mechanism failure.